Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, pentax medical innovation center was made aware of an incident which occured in the united states. The physician had a complaint with a gen1 cryoballoon focal ablation catheter (model fg-1009) and cryoballoon focal ablation handle/controller (model fg-1012) on (B)(6) 2019 during a procedure. Patient notes: the patient has squamous cancer. It was noted that patients with squamous cancer are more prone to tear because the mucosa is so delicate. The physician used lugol's iodine stain solution to identify areas for treatment. The physician was able to complete three ablations and several test puffs. Based on prior high pressure errors received immediately after changing nitrous oxide cartridges the facility did not change the cartridge after the third ablation. The controller (fg-1012) went into its warming phase as it usually does after the 3rd ablation. During a test puff the users heard a loud pop/"poof" noise "similar to the one you hear if you don't have the catheter fully inserted into the controller which startled the room. A rush of nitrous came out of the controller (fg-1012) and the controller itself was very warm. The physician saw blood through the balloon. The physician also said there was an existing mucosal rent in the esophagus and the endoscope and catheter may have jolted forward during the popping noise." The physician did not need to clip the patient, but he believes the jolt forward increased the rent and caused bleeding. No additional intervention was required for the reported bleeding. The physician also mentioned that he was wondering "if the pressure of the balloon increased". RMA# (B)(4) was issued for the return of the cryoballoon focal ablation catheter (model fg-1009) and cryoballoon focal ablation handle/controller (model fg-1012). Per the complaint form the products are marked not available for evaluation and as of 04apr219, there is no update to the product return status. Investigation is inprocess.